Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system. After trunk-ipsilateral leg and contralateral leg components were deployed, the physician elected to implant an aortic extender component (pla280300j/14399982) for proximal extension. Additionally, two metal stents were deployed into both renal arteries in chimney approach. Intra-procedure imaging revealed a proximal type I endoleak, and another aortic extender component (pla280300j/14399981) was deployed proximally with a chimney stent being deployed into the superior mesenteric artery. Another imaging revealed the proximal type I endoleak still remained, and the physician elected to implant an additional metal stent proximally. When the metal stent was deployed, the chimney stent in the left renal artery was crushed, completely occluding the left renal artery. Several attempts were made to make the crushed chimney stent to be patent, but those were unsuccessful. The implant procedure was concluded and dialysis treatment was performed. It was reported the patient had a juxtarenal abdominal aortic aneurysm with lack of adequate proximal neck length. Additionally, surgical procedure is planned to treat the proximal type I endoleak.